Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Methods: no testing methods performed; results: no results available since no evaluation performed; conclusion: device not returned; concomitant medical products: carto 3 system, model #: unknown, serial #: unknown. Stockert 70 system, model #: unknown, serial #: unknown. Coolflow pump, model #: unknown, serial #: unknown. Soundstar eco catheter, model #: m-5723-18, lot #:g9003078. Pentaray nav eco catheter, model #: d-1282-08-s, lot #:17249423l. Webster 4 pole w/ auto ID catheter, model #: d-1085-413-s, lot #: 17266252. C3 atrial 20 pole - deflectable, model #: d-1171-34-s, lot #: 17259368l. Mobicath - distributed, model #: d-1400-11, lot #: w3128824. (B)(4).

Event description:
It was reported that a (B)(6) female patient, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history is unknown. A transseptal puncture had been performed. The ablation part of the procedure was completed and then they noticed a drop in the patient's blood pressure from 100 to 88. The soundstar eco catheter displayed a pericardial effusion. A pericardiocentesis was performed and 57cc of fluid were extracted from the pericardial space. The patient improved at the time of transfer from the ep lab to the unit. It was also noted that when ablating at 30 watts on the posterior wall and for a brief flash, 70 grams were seen on the carto screen. The smart touch bidirectional catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 system patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. There were no errors on any of the biosense webster equipment during the procedure. The physician's opinion regarding the cause of this adverse event was due to the combination of tissue change from previous cryogenic ablation and very brief spike of contact force. No reports of biosense webster inc. Product malfunction. Therefore, this event is procedure related. Settings during the event include: power control at 30w, flow rate 17ml/min, overall time for ablation at the site of injury was less than 60 seconds, power was not titrated, act maintained during the procedure was in the 300's.

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) female patient, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. A transseptal puncture had been performed. The ablation part of the procedure was completed and then they noticed a drop in the patient¿s blood pressure from 100 to 88. The soundstar eco catheter displayed a pericardial effusion. A pericardiocentesis was performed and 57cc of fluid were extracted from the pericardial space. The patient improved at the time of transfer from the ep lab to the unit. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance and failed on electrode # 6. Further examination revealed that the lead wire # 6 was broken. Temperature response and stockert compatibility were tested and were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during electrical test; however the root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.